Event description:
Reporter stated that patient was not feeling well. Patient was weak and could not speak, and seemed "different." Reporter checked patient's blood glucose, which measured 290 mg/dl. Based on this value, reporter gave patient 20u of insulin. Reporter contacted emergency medical services after patient began convulsing. Reporter stated that patient's blood glucose measured 29 mg/dl, using the paramedics' blood glucose monitor. Patient was transported to the hospital for treatment; however, reporter was unable to provide any additional details regarding treatment received. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.